Event description:
Customer reported via phone call that she was hospitalized. The customer experienced high blood glucose and vomiting. Blood glucose value at the time of admission was 26 mmol/l. Customer was treated with insulin drip. The customer stated that the insulin pump has alarmed motor error multiple times and the drive support cap is slightly protruded. Customer stated the doctor advised to discontinue the use of the device and revert to manual injections. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.